Manufacturer narrative:
Philips service replaced the pfs272 powertray fru and mpd control unit and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the power supply unit in the main cabinet failed, causing system malfunction on an allura xper fd20/10 & fd20/20. The clinical use of the system was outside of use. There was no reported patient or user harm.